Event description:
Proflex 273 laser fiber malfunctioned while being fired intraoperatively. A spark was noted and the laser fiber was found to be broken. There were no error messages on the laser machine prior to event. No patient harm. Another fiber was used after restarting the laser machine and no further malfunction occurred.